Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had acute respiratory insufficiency following a superdimension enb procedure. The patient was placed on 6l02 and nebulizer treatments and was submitted to ICU to monitor. If additional information is obtained a follow-up report will be submitted.